Event description:
It was reported that there was a patient who has had a statlock where the plastic came off who unfortunately didn¿t realize that it was a fault and discarded it. The patient was not harmed in any way. They simply changed the statlock.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter; the date reflected in this report is the date on which bd became aware of the event.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the plastic retainer detaching from its pad is confirmed, but the root cause could not be determined. One 6, 8.5 fr universal plus statlock was returned for evaluation. An initial visual observation of the returned statlock device showed use residues throughout the returned device. The paper backing of the statlock device was removed and not returned with the device. What appeared to be a kind of white tape was attached to the device between the plastic retainer and the backing of the plastic retainer. The left side of the plastic retainer was observed to be partially detached from its backing. A microscopic observation of the back of the plastic retainer revealed no significant adhesive along the portion of the plastic retainer detached from its padding. The padding where the plastic retainer should be attached was observed to have evidence of some adhesive. The root cause of the failure could not be determined, as the device appeared used; therefore, it could not be determined whether the lack of abundant adhesive along the plastic retainer occurred during manufacture of the product, due to use of certain chemicals, or due to unknown environmental or clinical factors. This complaint will be recorded for future trending and monitoring purposes.